Event description:
According to the facility, after the surgical pack was opened, it was noted that "the control syringe didn't have the finger loops."

Manufacturer narrative:
According to the facility, after the surgical pack was opened, it was noted that "the control syringe didn't have the finger loops." Per the facility, there was no patient impact and "a new syringe was opened to complete the case." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.